Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical spondylotic myelopathy due to symptomatic recurrence. Type of procedure: posterior cervical decompression and fusion with dural suture. It was reported that intra-operatively when the pedical screw was inserted in c7 through CT navigation it was observed with the help of c-arm that it was penetrating the end plate of cranial side at c7 and deviated from pedical screw. Due to which the screw driver slid and touched the dura and injury of the dura occurred. Thereafter additional surgery dural suture was performed, so the screw was removed. While inserting the screw after decompression. A crack occurred in the arch of vertebra. Due to which the screw was not inserted. The surgery was delayed by less than 60 minute due to this event. Both the implants did not come in contact with the patient. No breakage of implants occurred due to reported event. No fragments of instruments were remained in patient. Patient complications were unknown with the available information. The tip of the driver did not fit with the screw and slipped due to which dura injured and dural suture was performed.